Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, the right ventricular lead displayed high impedance. Fluoroscopy was performed and there was no damage to the lead. The lead was capped and replaced and the patient was stable.